Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed on the ventricular channel via remote transmission. The patient was asymptomatic. Programing changes were made. The patient's condition is stable.